Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure the tip knife wire broke when the second energization was performed. No debris, no device fragments that fell out of the body. The device was replaced with no issues reported and the intended procedure was completed using a similar device.there was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The device kd-v411m-0725 was returned for evaluation. The lot number was 27k with supplementary information number of ¿19¿. (Manufacture date: july 19, 2022) the knife wire was broken. Upon inspection of the ruptured area, the wire sheath was found torn and the ruptured area was charred and melted. The outer diameter of the knife wire was measured and found to be normal. When the length of the knife wire and wire sheath was measured, the wire sheath was missing approximately 3.5 mm to 4.5 mm from the tip side. No other abnormalities that could lead to rupture of the knife wire were observed. The device history reco (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items, which related to the reported phenomenon. ·process inspection sheet ·quality inspection sheet ·nonconforming product report IFU (instruction for use): this instruction manual contains the following information. (Drawing no.gk6224 revision no.9). The device's instruction manual provides the following information which may help to prevent the issue: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above (description # )1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. However, the exact cause of the reported event could not be identified. Olympus will continue to monitor complaints for this device.